Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported recurring leaking infusion sets. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The customer did troubleshoot the issue and found the infusion set leaking at the site and through the viewing window. The customer reported changing the set five times in the last eleven days due to leaking. The insulin pump will not be returned for analysis.